Event description:
Removed 0.18 platinum plus wire from packaging to find floppy tip of wire had become unwound and appeared to be on the verge of breaking. Wire was removed from service and was not used on the patient.